Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of electronics performance indicator (epi) could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis was normal with no anomalies found. Session records were analyzed which showed normal battery and current trends. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Event description:
New information received noted that pacemaker was explanted and replaced on (B)(6) 2024. Patient was stable before, during, and after the procedure.